Event description:
It was reported to medtronic minimed that the customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1712kl was requested and customer response was the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit failed to pass self-test due to re-occurring pump error 63. P-cap locked into place properly. Pump was successfully downloaded with thus. Pump error 63 variable (03) occurred on (B)(6) 2024 09:25 in history files and traces. Pump was cut open to perform visual inspection and found moisture damage at electronic stack and motor assemblies. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, broken belt clip rails, cracked belt clip rails, stained serial label. Exposed to moisture is confirmed at the electronic stack and motor assemblies. Cosmetic damage is confirmed at the battery compartment. Pump error 63 is confirmed due to occurring during testing and due to cracked soldered joint at u1 pin 04. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.